Event description:
It was reported that during a percutaneous coronary intervention, lifting of stent strut occurred. The target lesion was located in the severely calcified distal left circumflex artery. A 3.50x32mm promus element plus stent was used however the device was unable to cross the target lesion. The device was removed from the patient and it was noted that the edge of the stent strut was partially lifted. The procedure was completed using a different device. No patient complication was reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).